Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead and the atrial lead exhibited elevated thresholds. Follow up with the clinic indicates that the patient was started on antiarrhythmic drugs and is being monitored. The leads are still in use. No patient complications were reported as a result of this event.